Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the entire surface of the display lens was scratched. The display screen was noted to be dim, faded and discolored. The battery compartment was found to be cracked near the pump case seal.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/04/2014: dim, faded, discolored display, cracked battery compartment.